Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated the rear wheel on the (B)(4) arrived with freight damage to the spokes of one wheel.